Manufacturer narrative:
The macroscopic investigation of the returned instrument revealed that at the front part of the black grip a plastic fragment was broken off. Based on the investigation the root cause was attributed to a design related problem.

Event description:
Ccsd staff noticed chip in handle during cleaning.